Event description:
Related manufacturer report number: 3006705815-2019-01327. It was reported patient had lifted and carried a heavy object on approximately (B)(6) 2018 and his leads subsequently were found to have migrated. Surgical intervention was undertaken and the leads were explanted and replaced with a single surgical lead. Postoperatively, the patient is reportedly receiving effective therapy.